Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting a dcb00 model intraocular lens(iol) into patient's right eye, the plunger was pushed too quickly and lens partially opened. Lens was removed and a za9003 lens was inserted instead. Additional details received states that customer bad issues while deploying lens into patient's eye. Lens was partially inserted and there was no patient injury and no medical/ surgical interventions such as incision enlargement, vitrectomy or sutures were done. No further information available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 8/5/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation in its original packaging. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of viscoelastic material were observed on cartridge. The cartridge tip was observed slightly deformed. The lens was also observed stuck at the cartridge tip section. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported was verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed three complaint from this production order number, one complaint was a voided complaint and two other complaints are pending investigation results. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.